Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the reported failure was confirmed. The instrument was found to have excessive lubricant on the distal end. Visual inspection showed excessive lubricant near the grips of the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and was observed to have white particles coming off. The instrument was replaced to the backup. The procedure was completed with no reported injury.